Event description:
Customer reported the system will not boot, and a problem with the brake. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended. (B) (4).